Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h1: type of reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.